Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant was reported as there was moderate angulation in the aortic neck and moderate calcification in the iliac arteries. The physician stated that the implantation of the stent grafts went as planned. It was reported post index procedure the patient had atheroembolism down her sma and apparently somehow her esophagus. The patient presented emergently post index procedure. The physician stated that it was most likely related to the non-medtronic guidewires and not related to the stent grafts. There was no contrast CT pre-operative, so the exact amount of thrombosis is unknown. The physician is monitoring the patient. No additional clinical sequelae were reported and the patient is fine.